Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown gel breast implants which the right side ruptured after implantation. The issue discovered during exam for capsular contracture which the grade is unknown. As a result, the patient had the device explanted on (B)(6) /2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel appeared clear. Brown foreign material was observed within device and gel on the shell surface. The device appears with a rent measuring 0.5 cm on the posterior aspect within an area of siltex cracking. No other anomalies were discovered. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Because mentor performs 100% inspection and testing of all devices prior to release. A complaint of capsular contracture was also reported. According to the information provided, the patient¿s right breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. On 03/29/2018, new information indicated that the patient underwent bilateral removal and replacement as follow: left catalog number 3502004bc, lot number 7503785, serial number (B)(4). Right catalog number 3502004bc, lot number 7466988, serial number (B)(4). The new date of event of (B)(6) 2018 received on 03/29/2018. Manufacturer¿s reference number: (B)(4).